Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #1) device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for infections, intestinal blockage, recurrent hernia and to remove the device that was protruding through the abdominal wall. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification.  Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent a left inguinal repair. Two (2) medium bard/davol perfix plug (device #1 and device #2) were implanted in the patient during this repair. On (B)(6) 2017: the patient underwent an additional surgery because the perfix plug (device #1 or device #2) failed. During the surgery the physician noted that the previously placed mesh plug "was protruding through the abdominal wall." The mesh plug was removed and another mesh device placed to repair the hernia defect. The patient has suffered and/or continues to suffer pain, discomfort, infections, intestinal blockage, hernia recurrence and the need for additional surgery. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.